Manufacturer narrative:
The field service representative found that the the dilution vessels were not efficiently emptied and on occasion liquid was observed back-flowing from the vacuum nozzle back into the dilution vessel. The field service representative replaced and aligned nozzles, flushed and cleaned the vacuum tank and all vacuum tubing, and tubing was replaced where it was needed. Valves on both channels were also replaced. Both of the dilution vessels were replaced due to to some observed pitting. Although the investigation determined the service actions resolved the issue, the field service representative did not know which replaced component caused the issue.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter provided discrepant results for sodium for 50 patient samples on cobas 8000 cobas ise module. Of these 50 samples, 9 patients also had discrepant potassium results. The reagent lot number and expiration date were requested but not provided. For patient results please refer to (B)(6). It is unknown which results are deemed correct. The results were reported outside of the laboratory.